Manufacturer narrative:
Complaint conclusion: it was noted that the proximal segment of the 7.0 x 30 mm precise pro rx stent did not fully expand upon deployment. The target lesion was at the bifurcation of the common carotid artery. The vessel diameter was 7 mm with severe tortuousity and acute bends. The lesion was severely calcified and 10 mm in length, with thrombus present. The device was prepped according to the instructions for use (IFU). There was difficulty tracking to and crossing the lesion. The physician began to deploy the stent at the target lesion and the distal segment of the stent deployed outside of the deployment sheath while the proximal segment of the stent was still constrained in the deployment sheath. The physician found the stent did not have good wall apposition, so he withdrew the stent back into the deployment sheath and withdrew the complete system from the patient's body and the procedure was completed with another device. There was no reported patient injury. The IFU notes that it is necessary to select a stent which has an unconstrained diameter that is at least 1 mm larger than the largest reference vessel diameter to achieve secure placement. One non sterile precise pro rx ous carotid system, 5f, 7 mm x 30 mm, 135 cm was received coiled inside a plastic bag. One kink was observed at 5 cm of distal end. The stent was in its original position and the hemostasis valve was observed closed. No other anomalies were found. A functional test was performed and the stent could be deployed and expanded; no other anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The exact cause of "kink" could not be conclusively determined; during manufacturing process there is a control to detect this kind of issue. The failure reported by the customer was not confirmed. The exact cause of the failure could not be conclusively determined; functional test was performed and no anomalies were found. Neither the DHR review nor the analysis suggests that the failure is manufacturing related. Therefore no actions were taken. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Procedural factors contributed to the reported event. One non sterile precise pro rx ous carotid system, 5f, 7 mm x 30 mm, 135 cm was received coiled inside a plastic bag. One kink was observed at 5 cm of distal end. The stent was in its original position and the hemostasis valve was observed closed. No other anomalies were found. A functional test was performed and the stent could be deployed and expanded; no other anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
The proximal segment of the 7.0 x 30 mm precise pro rx stent was not fully expanded. The target lesion was at the bifurcation of the common carotid artery. The vessel diameter was 7 mm with severe tortuosity and acute bends. The lesion was severely calcified and 10 mm in length, with thrombus present. The device was prepped according to the instructions for use (IFU). There had been difficulty tracking to and crossing the lesion. The physician began to deploy the stent at the target lesion and the distal segment of the stent was deployed outside the deployment sheath while the proximal segment of the stent was still constrained in the deployment sheath. The physician found the stent did not have good wall apposition, so he withdrew the stent back into the deployment sheath and withdrew the complete system from the patient's body. There was no patient injury. The procedure was completed with another device.

Manufacturer narrative:
The device has been returned for analysis, but the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.